Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A supply change was performed resolving the fill tubing issue. Additionally, a cartridge alarm (alarm 30) occurred during the load process. Reportedly, the customer was able to reload the existing cartridge to resolve the alarm. Customer's blood glucose level was 144 mg/dl.